Manufacturer narrative:
(B)(4). The sample associated to this report has not been received for evaluation. Without the actual complaint sample being returned, we are unable to determine the cause for this specific event however; the manufacturing team has performed previous investigations on returned samples for customer reports of the cuff leaking and identified a probable root cause. Manufacturing investigation results identified a probable root cause for cuff leaks to be associated with the cuff coming in contact with a sharp utensil or object. Additional manufacturing narrative from the investigation states that instructions for use (IFU) for the associated product contains information pertaining to maintaining cuff integrity under the "warning/precaution" sections. Information has been added to the database and complaint trends will continue to be monitored.

Manufacturer narrative:
(B)(4). The sample is expected to be returned for analysis. If the sample is received at a later date, a summary of the investigation results will be provided in a supplemental report. Manufacturing controls are in place to detect cuff inflation/deflation defects to reduce the potential for occurrence during the manufacturing process.

Event description:
Customer reported that the registered nurse (rn) stated that during a routine trach exchange, during pre-testing the cuff would not hold air. No additional information and another tube was used without incident to the pt.